Event description:
The customer reported surgeons are stating that the coag mode is intermittent or non-functional. The generator is used for endoscopic procedures. Recently, during a procedure in the emergency room, a patient needed to be admitted to the o.r. Because of bleeding.

Manufacturer narrative:
The returned generator was tested and found to function properly and within specifications. The generator was cycle tested and monitored and continued to function normally through out the testing. Because the generator had been returned previously for the same problem, relay, k1 on the rf output board was replaced.